Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient lost movement and feeling in her left leg from knee to toe shortly after implant. Follow-up on this issue found that the patient has been diagnosed with neurofibromatosis, but was regaining feeling in her lower limb with physical therapy. At this time, the patient's leads remain implanted. A decision on whether surgical intervention will be undertaken in this matter has not been reached.